Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable "channel select" soft key on the pumphead module keypad (channel b). This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)during service, an "inoperable "channel select" soft key on the pumphead module keypad channel b" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.